Event description:
It was reported that during implant, when the screw on the lead was deployed, the lead would turn as well. The lead dislodged multiple times while attempting to deploy the screw. The lead was removed and another lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism.